Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer briefly submerged the pump in water. Reportedly, water may have entered the pump. Customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 130 mg/dl. After wiping the moisture away from the speaker holes, the alarm cleared.